Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient had open oozing blisters under the electrodes. During a follow-up the patient's doctor reported that the patient's skin was "breaking down." The patient was prescribed an ointment for the skin irritation. Attempts to follow-up on the condition of the open blisters were unsuccessful. The final medical outcome of the irritation is unknown. There was no alleged device malfunction associated with the skin irritation.